Event description:
It was reported that there was physical damage to power adapter of the merlin transmitter after a lightning strike. The device would be replaced. There were no consequences to the patient.

Manufacturer narrative:
Final analysis found burn marks on the circuit board/printed circuit board (pcb) which resulted in power up anomaly.